Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. The clinical observations were not confirmed by device evaluation.

Event description:
Additional information was reported indicating that this device was removed and replaced for normal battery depletion.

Event description:
It was reported that home monitor system was not sending information to the clinic, as the implantable cardioverter defibrillator (ICD) was not connecting to the home monitor system. This indicates a potential issue with the ICD. The cause remains unknown. No adverse patient effects were reported. This product remains in service. This report will be updated, should additional information be received.